Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to left ventricular lead. The lead was capped and replaced. The patient's condition was good post procedure.